Event description:
A reporter called to submit a report about his shoulder implant adverse events he has been experiencing in the past 2 years. A reporter stated after he had the right shoulder implant in 2017, he had physical therapy, exercised and follow up with his doctor. After five years, he found out on his follow-up visit x-ray that his implant was coming apart. His doctor suggested to have his implant removed and replaced by another one. He had another surgery in (B)(6) 2022, and his right shoulder implant was put in. He said the doctor used a screw to tighten the implant. He went on saying, the new implant his causing him pain and discomfort ever since it was put in. He thinks there is a fitting issue, or it could be the screw that is causing pain. Ref report: mw5150710.